Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 309 mg/dl, 219 mg/dl and 109 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took 250 mg of metformin as she does normally. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.